Manufacturer narrative:
Refer to regulatory report #232317722. The patient had two implanted systems and it was not clear which device cause the issues. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient could not charge her devices at the same time. Patient stated they cancel each other out. Patient reported she does not have a problem charging either independently and her systems are both working well. It was advised that it was most likely emi interference between the different devices and to continue to charge them at different times. Patient was doing well and not complaining. Patient stated she was just letting the manufacturer's representative know. Patient stated the emi idea made sense to her so rep didn't do any further workup. Issue was reported to be resolved at time of report. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the inability to charge both ins's at the same time was not determined but assumed to be due to emi between the two different device platforms. This information was confirmed by the physician. No further complications reported.